Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical w/ lymphadenectomy surgical procedure, the bipolar energy on the maryland bipolar forceps instrument could not be triggered or would be interrupted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no energy delivered with the maryland bipolar forceps and the procedure was completed with a back up instrument with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley grip-crimp location. The instrument failed the electrical continuity test. No damage to the conductor wire insulation was observed. The root cause is attributed to a component failure. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. The root cause of this failure is attributed to mishandling/misuse. As of 08/09/2022, a review of the site's complaint history identified patient identifier (B)(6) is a related record of patient identifier (B)(6). No images or videos were submitted for review. A review of the instrument log was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had two uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: there was evidence of thermal damage on the instrument. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.